Event description:
It was reported that when attempting to deploy a dynalink stent at a 90 degree bend in the renal artery, difficulty was encountered and the outer sheath was damaged. The stent was fully deployed and the device removed. Another dynalink stent was deployed. No patient injury had occurred. The device is being reported based on the product analysis finding a complete separation of the outer sheath.